Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photograph identified broken occluder feet. The reported condition was not verified.

Manufacturer narrative:
(B)(4). A photo of the device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the connection of the tube and the blue main body of the minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.